Manufacturer narrative:
There is no patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Manufactured date for the device is not available at this time. A supplemental report will be filed as information becomes available.

Event description:
The reported event stated that during total laprascopic hysterectomy procedure there was a short circuit error during coagulation, then probe damage error during cut and seal toward the end of the procedure. Upon inspection the device, pad seemed worn in the middle; itm was off but there was no over activation reported. At the end of the procedure, the middle of the teflon pad broke. No device fragment fell inside the patient. There was metal exposed on the device. There was no cable damage observed. There was no adverse impact to the patient. The procedure was completed with a monopolar hook with five minute delay for time required to switch devices. The patient was under general anesthesia but it didn¿t have to be re-administered. The device and connection points to the generator were inspected prior to use. No abnormalities observed. The procedural tips and techniques instructions that were distributed have been shared with the user facility. The physician was trained and experienced in the techniques of using the device.